Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter stated that the pump suspended without user intervention three times. The reporter allegedly disconnected and resumed pump use each time, however, the pump repeatedly suspended. The unintended suspensions were recorded in the device history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump rewind, load, and prime steps were performed successfully. The pump was exercised for (B)(4) hours without suspending; the complaint of the pump suspending unintentionally was not duplicated. Unrelated to the complaint, the contrast keypad button was intermittently unresponsive; all other keypad buttons responded properly. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under the contrast and up arrow key contacts. Additionally, the pump powered on with audible tones, but without vibration. The pump case was removed and the vibration motor pins were not making a connection with the printed circuit board. The battery compartment was also observed to be cracked. Also unrelated to the complaint, the display screen appeared discolored.